Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due to ipg no longer holding a charge. The explanted ipg was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.